Manufacturer narrative:
Device model number, information and implant date are unknown at this time.

Event description:
It was reported the patient last recharged the ipg (unknown model and unknown implant date) 4-5 months ago, and that stimulation was last felt 2-3 months ago. The patient¿s ipg was determined to be inoperable. As the patient did not require a replacement, the physician therefore explanted the scs system.